Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2013 due to the lens had a low vault and the development of an anterior cortical cataract. The patient was complaining of blurry vision and glare. The patient's current bcva is 20/40 +1 with contact lens.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn and pieces of one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review results: medical review - review of this file indicates that the patient developed an anterior cortical cataract due to a low vault. Lens was explanted to prevent the cataract from progressing. Anterior subcapsular cataract is a labeled complication of icl surgery. The possible causes of this condition is determined to be secondary to anterior capsular touch during the surgery, icl touch following inadequate vaulting or excessive manipulation during surgery. Icl removal may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. The root cause of inadequate vaulting has been determined to be due to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).